Event description:
The patient underwent surgery to address the high impedance. Prior to surgery, x-rays were performed. The surgeon reviewed the x-rays and did not identify any damage to the lead. The surgeon then opened the generator incision site, removed the lead connector pin, reinserted the connector pin, and diagnostics were performed multiple times. The impedance was noted to be normal. The surgeon assessed that the high impedance had resolved with the lead pin reinsertion. No vns devices were replaced. The x-rays in question have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance. The patient has been referred for lead revision. No known surgical intervention has been received to date. No additional relevant information has been received.